Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 258344 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prostheses. Bilateral deflation was confirmed by physical examination. As a result, the patient was schedule for removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 8/9/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 8/19/2018, mentor became aware that the patient was scheduled for explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/5/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 400cc gel catalog: 3504001bc lot: 6883042; sn: (B)(4) and (right) mentor memorygel breast implant 400cc gel catalog: 3504001bc; lot: 7578795; sn: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White and yellow material were observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring less than 0.1 cm in length. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white and yellow material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 258344 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).